Event description:
On (b)(6) 2026, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue using a Maxcore instrument. During the procedure, no sample could be obtained. It was further reported that the firing button became bit stuck but could still be pressed. No coaxial needle was used. There was no reported patient injury.

Manufacturer narrative:
H11: As the lot number for the device was provided, a review of the Device History Records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section A through F: The information provided by BD represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.